Manufacturer narrative:
A field service engineer (fse) was not dispatched to the customer's site. The root cause of this event was attributed to use error in misloading the htsh reagent pack onto the analyzer. This reportable event was identified during a retrospective review conducted between january 01, 2008 and october 23, 2010 of complaints for additional reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report human thyroid stimulating hormone (htsh) results for two (2) patient samples recovering below the laboratory's reference range on their access 2 immunoassay system. The htsh patient sample results were not reported outside of the laboratory. There was no impact to patient treatment associated with this event. The customer reported suspecting a misloaded htsh reagent pack. The customer reported that the quality controls run just prior to the patient samples had recovered htsh values of 0.00 uiu/ml. Bec advised the customer to check the reagent inventory and reagent carousel. The customer observed that the htsh reagent pack was misloaded.